Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of -6.5 diopter into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same/ model and size lens but different diopter due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).